Manufacturer narrative:
The xenon lightsource (00mlx) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Per the instructions for use (IFU), the fiber optic cable end fitting will be hot, and remains hot immediately following shut down.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that luxtec lightsource (00mlx) needs to be re-aligned. The light has caused burn marks around the edge and burned a surgeon. No additional information was provided after several attempts.

Manufacturer narrative:
Enon lightsource (00mlx) was returned for evaluation: failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The inside of the bezel is cracked and melted. The heat extended range mirror was not in the mirror holder and was loose inside the device. Front bezel, standby membrane, control membrane and turret were replaced, and the mirror was installed into the mirror holder. Root cause: the returned 00mlx light source is in used condition with a missing heat mirror. Missing mirror would lead to overheating and melting damage. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.